Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user received a replacement ilet and initiated setup but did not enter body weight or select ¿go bionic,¿ resulting in continued insulin suspension while wearing the pump; during this period the user ate lunch and later contacted support, who completed setup and resumed insulin delivery, with the highest reported blood glucose of 359 mg/dl and no device alerts. Symptoms included feeling fine without clinical sequelae. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service review, user guidance on completing setup, and verification that insulin delivery resumed after setup. Investigation of this case revealed user setup not completed prior to meals, which is consistent with use error leading to hyperglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear for hyperglycemia with contributory user setup error.